Manufacturer narrative:
For: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of sp ondylolisthesis, undergoing a revision surgery after a tilf procedure, for a spinal therapy. It was reported that the screw at l5 was loose and stimulated nerve roots, causing radiculopathy. The screw at l5 was removed, and there was no bone mass on the loosened l5 so the screw placing was skipped. The screws including s1 were removed for connection, and the fixation range was extended to l3-s1 and fixation was performed again. This procedure was a revision surgery. The spondylolisthesis was reduced by the operation (initial surgery) last time and it looked good, but there was a correction loss in several months and the screw was also loose, so the screw was removed and it was considered to perform the fixation again. There were patient symptoms reported such as nerve root disorder associated with screw loosening. It is considered that there is no malfunction in the product itself. It was discarded in the hospital after explanting.